Manufacturer narrative:
The albumin reagent lot and the expiration date were requested but were not provided. The alarm trace shows a high number of abnormal aspiration alarms and sample short alarms. Both indicate pipetting-related issues either from sample pipetting or sample material quality. The field service engineer (fse) replaced and adjusted the sample probe, adjusted the ultrasonic mixer station and adjusted the position of the rack. The vacuum system and a solenoid valve were dirty and were cleaned. The investigation is ongoing.

Event description:
There was an allegation of a discrepant low albumin result for a patient sample tested on cobas c 503 analytical unit. The initial result was 2.03 g/l and the rerun result was 36.3 g/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
On 08-jan-2025, data was provided for questionable albumin results for one additional patient sample: the initial result was 0.555 g/l. The repeat result was 39.2 g/l. The results were not released outside of the laboratory. On 20-jan-2025, data was provided for questionable urea results for one additional patient sample: the initial result was 0.080 mmol/l. The repeat result was 11.4 mmol/l. The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed an extensive replacement process of various components in the system and software adjustments were made to optimize consumption in both basic and acid wash. The customer reported no further issues after the service actions. The investigation did not identify a specific product problem. The cause of the event could not be determined.